Manufacturer narrative:
Case-(B)(4) the atriclip pro140 was returned and evaluated. "Lock/unlock" symbols were reversed on the left handle of the device.

Event description:
It was reported on (B)(6) 2019 that a patient underwent a left atrial appendage management (laa) procedure. The atriclip pro140 device was placed on the laa without any adverse consequence to the patient. Post- procedure it was noted by one of atricure's representative that on the device handle the lock/unlock symbols was printed backwards on one side.